Event description:
Treatment of a right ophthalmic aneurysm. During the pipeline procedure, it was reported that the distal end of the pushwire with the capture coil broke off and an atrieve vascular snare kit was used to retrieve them from the patient. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device was returned for evaluation and the pushwire was broken into two segments. Analysis of the cross section at the break point showed the failure of the pushwire occurred due to torsional overload. (B)(4).